Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving unknown baclofen (150 mcg/ml at 44.9 mcg/day), fentanyl (8000 mcg/ml at 2396 mcg/day), bupivacaine (8 mg/ml at 2.39 mg/day), and dilaudid (hydromorphone) (1 mg/ml at 0.299 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing discomfort in the pump pocket. The skin around the pump was red/irritated and also tender, able to easily see the outline of the pump pushing against the skin. The patient did not report any signs/symptoms of withdrawal. The only reported complaint was pocket discomfort. The patient reported that this started a couple of months ago but was not specific. The hcp did not report any factors that could have contributed to the issue. The physician attempted a dye study on (B)(6) 2022 and was unable to aspirate. The physician replaced the catheter and repositioned the pump in the pocket on (B)(6) 2022. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 26-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.